Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen and bupivacaine (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the personal therapy manager had a stall code 8476 that appeared an hour prior. A motor stall was seen at initial interrogation. The motor stall was active. It was unknown if the patient recently had magnetic resonance imaging. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump was replaced (B)(6) 2019. The motor stall has been resolved. The patient¿s weight at the time of the event was unknown. The pump was in possession of the hospital. The pump will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump will be replaced (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the motor stall was not determined.